Event description:
Care fusion tubing was bulging inside the chamber of an alaris IV pump during infusion of lipids. The tubing was bulging just below the blue plastic upper fitment that exits the chamber when the door is closed.